Event description:
The customer contact reported device breakage; subsequently, a leak was noted. The primary tubing set was to be used to deliver an unspecified volume of intravenous immunoglobulin (ivig). It was reported that when the solution container was transferred prior to patient use, the clave secondary port broke off and an unspecified volume of solution leaked onto the floor. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
One used device and one secondary tubing set were received and evaluated. Testing found the clave secondary port on the cassette of the tubing set was torn off. White drag marks were noted on the secondary port of the cassette indicating use of force. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reported upon query by hospira personnel.